Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a unk_carto vizigo sheath. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that while mapping with the pentaray catheter, the anatomy being collected did not seem correct. The mapping system showed that the catheter was floating in the pericardium. While using ice the physician was able to confirm that the catheter was not in the cardiac chamber. The physician called for a tee and they started prepping the patient for a pericardiocentesis. The sheath (sl1) was still in the pericardium. The physician thought they had perforated with the wire. The physician advanced the sheath and evacuated fluid via the sheath (sl 1) while the patient was being prepped and they were waiting for the echo to arrive. The physician successfully went into the pericardium via a pericardiocentesis, and 500 ml of fluid was removed. The tee was performed, and they were able to visualize the tamponade. A total of 2.1 l of fluid was removed. The patient was stable through the entire process. The patient continued to be monitored. Protamine was given to reverse the heparin. The physician pulled everything into the right chamber. There was negative pressure applied in the pericardiocentesis kit to evacuate fluid. CT surgery was notified to ensure they were aware of the patient. The patient was admitted to the intensive care unit with the drainage tube in place. The patient was discharged from the ep lab in stable condition. Only 50 ml of fluid was removed from the time they removed the 500 ml to the time the patient was discharged from the ep lab. There was a trace effusion visualized on the tee when the patient was discharged from the ep lab. The physician stated that they suspected that the perforation occurred during the second transseptal puncture. The first transseptal puncture went fine. They had inserted an sl1 sheath and exchanged it for a vizigo sheath. The physician stated that possible shadowing on ultrasound from the vizigo sheath could have indicated incorrect positioning for the transseptal puncture. Adverse event was discovered shortly after transseptal puncture and when mapping catheter was inserted into the body, so the event was discovered during use of biosense webster products. Physician¿s opinion on why the adverse event occurred was because their transseptal puncture was too anterior. There was no bwi product malfunction. Procedure was atrial fibrillation - ablation/ atrial flutter ablation. Patient was discharged with no surgical intervention required. The patient outcome of the adverse event is fully recovered. No extended hospitalization was reported. Service for the generator and pump is not required. Both functioned as expected and with no issue during procedure. A transseptal puncture was performed with a st jude brk-1. Prior to noting the cardiac tamponade, ablation was performed prior to going transseptal. No evidence of steam pop during ablation was noted. Event occurred during transseptal puncture. An irrigated catheter was used in the event, the flow setting was 2 cc maintenance drip and 15cc during rf. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were reported on biosense webster equipment. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were 2.5mm change, 3 seconds, fot 25%, tag size 3mm. Impedance change additional filter was used with the visitag. Impedance change was used for color options. Bwi products used during the procedure: pentaray, soundstar, vizigo, ablation catheters. This complaint will be conservatively reported on the sheath as it is was noted that ¿the physician stated that possible shadowing on ultrasound from the vizigo sheath could have indicated incorrect positioning for the transseptal puncture¿ and that the sheath was exchanged which could have contributed to event. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.